Manufacturer narrative:
The review of the DHR and the complaint history review did not identify any contributory factors to the event. Technical investigation and test at manufacturing site concluded that an error occurred during copy of the patient folder but the root cause of the failure to load patient folder cannot be determined.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that when the patient folder from a previous surgery was re-opened it was found empty, on both planning station and rosa device. This surgery was initially planned using the planning station, but was then modified on the rosa device during the surgery, so the plan was exported and transferred back to the planning station after the surgery.